Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during an ipg replacement surgery on (B)(6) 2020 (manufacturer reference number: 1627487-2020-03469), the lead was found to be migrated. Physician attempted to reposition the lead, but it was cut. In turn, the lead was explanted, and a new lead was implanted. This addressed the issue.